Manufacturer narrative:
The actual initial reporter first name is unknown. The actual initial reporter last name is unknown. The root cause for the reported issue of an air-in-line alarm every 30 minutes was not determined. The reported issue that there was an air-in-line alarm every 30 minutes could not be confirmed; no further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
It was reported that the patient experienced air-in-line alert estimated every 30 minutes during the hospital stay for chemotherapy. Chemotherapy nurses were called in every 30 minutes leading to loss of productivity of health care provider as well as ability to recover for the patient. There was patient involvement and no patient harm.